Event description:
During a case, the dermabond was opened and on the device, contamination was discovered. Upon inspection, it looked like it had legs and might be a bug. All other dermabond with the same lot numbers were pulled.